Event description:
A 40 yr old male with medical history of congenital bicuspid valve. S/p aortic valve replacement with aortic homograft on 2/7/90 required explant due to aortic insuffiency on 4/14/94. Upon explant a perforation of the noncoronary cusp was noted. The cusps were also noted to be degenerated. Small perforations were also noted on the coronary cusps.